Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through stryker facebook page: "my knee replacement got infected after they used this robot and the hole in my bone where it hooked on down by my ankle is still there and painful. Caused me to need 3 total replacements and antibiotics pumped into my heart for 8 weeks and it's still a mess and more painful a year and a half after the third surgery."